Event description:
It was reported that the customer had a leak in the reservoir. Customer was advised to call if possible during or close to the event in order to troubleshoot. Reservoir will be replaced as a courtesy. Customer's blood glucose level was 5.1 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.